Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and mesh was implanted concurrently with vaginal hysterectomy, bso and cystourethroscopy due to sui. It was reported that following insertion the patient experienced pain, bleeding, frequent urination all the time, and severe infections. It was reported that the patient underwent a repair of vaginal cuff, concurrently with exam under anesthesia and excision tissue of skin and subcutaneous tissue on (B)(6) 2010 due to persistent granulation tissue. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.